Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated "restart 38" alerts consistent with a motor stall while the ilet was below 50% charge, followed by an ¿unable to proceed" alert during tubing fill that was resolved by performing a dry supply change with a different cartridge and infusion set, after which drops were observed and the supply change completed without further alerts. Symptoms included thirst and headache associated with high blood glucose, which remained elevated for approximately seven hours and was not corrected during the incident. Outcomes included the need for non-medical assistance from parents and no medical intervention or hospitalization. Investigation included remote troubleshooting, education on charging and supply changes, and guided replacement of the cartridge and infusion set using a new batch. Investigation of this case revealed that the alerts were consistent with a transient motor stall and a supply-related flow issue during fill, which resolved with charging and replacement of the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was likely supply-related occlusion or flow restriction compounded by low device charge, resolved by supply replacement and adequate charging.